Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was noise observed on the lead, the electrical parameters were stable and normal. On radioscopy, externalized conductors were observed. There were no reported adverse consequences for the patient.